Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with bg 40 mg/dl. A caregiver administered nasal glucagon and juice/snack. The user recovered at home without hospitalization. No lasting effects were reported. The user discontinued ilet use and returned to multiple daily injections.